Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead's svc (superior vena cava) impedance increased and tripped the alert and is now back to baseline. The lead remains in use. No patient complications have been reported as a result of this event.